Event description:
The pt underwent a lasik eye treatment for correction of vision on (B)(6) 2016. The procedure was done by dr. (B)(6) in the (B)(6). The pt experienced a severe dry eye problem in the days following the procedure and was doing a f/u treatment with dr. (B)(6) for over 9 months since the procedure. This dry eye issue has dealt with by providing drops, and solutions which provide temporary relief. However, a serious issue of getting starburst during night driving commenced immediately after the lasik procedure. Even though the pt was advised for several months during the f/u that this issue would improve and go away there has been no improvement in the starburst issue since 9 months of assurances. The pt experiences a loss of confidence during night driving and this is a severe handicap created by this procedure. The pt has now been advised that he will have to "make do" this defect of seeing starbursts during night driving and has to take the risk of any accidents due to this effect. It is not clear how the FDA has given permission for the lasik treatments in this country without adequate testing and confirmation of the reliability of the process as it relates to all pts and not some pts in the initial testing of the lasik process.